Manufacturer narrative:
Device was not returned by facility, so no definitive conclusion may be drawn. Hematomas can occur with any surgery, including biopsies such as this one. It is possible that a blood vessel was nicked during the procedure, resulting in the hematoma.

Event description:
The physician reported to hologic that the patient developed a hematoma while doctor was using an atec handpiece. Physician elected to hospitalize patient overnight, with potential to send her to surgery to relieve hematoma. Physician noted that patient had two internal staples from a previous surgery.